Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal and failed the self test. Complainant indicated that there was no patient involvement in the reported malfunction.